Event description:
A resolute integrity rx drug eluting stent was being used to treat a lesion in the mid lad. The lesion was severely calcified with little tortuosity. The vessel and lesion were rotablated. Resistance was experienced when advancing the device but it is unknown whether excessive force was used. Device did not pass through a previously deployed stent. An attempt was made to advance the device but this was unsuccessful. The lesion was pre-dilated and when the stent was inspected prior to next attempt it was noticed that the one of the struts was bulging. It was felt that the stent was damaged by the calcified lesion. A resolute integrity otw ((B)(4)) was used to complete the procedure. Device was removed form packaging per IFU and inspected prior to use with no issues noted. Negative prep was performed with no issues noted. There was no patient injury reported.

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation); patient¿s condition affected effectiveness of device (lesion was severely calcified with little tortuosity); no results available since no evaluation performed (device or procedural images not provided for review); device not returned. Conclusions: inherent risk of procedure (stent deformation); device failure/lack of effectiveness related to patient condition (lesion was severely calcified with little tortuosity); unable to confirm complaint (device or procedural images not provided for review). (B)(4).

Manufacturer narrative:
Conclusion: device not returned.